Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a professor reported that after an unspecified surgery using the ria system, the patient is complaining of a lot of pain. A bone scan revealed some white spots thought to be osteonecrosis by the professor. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This device was used for treatment.

Manufacturer narrative:
(B)(4).